Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the patient was intubated and short of breath. It was noted the patient was implanted with an implantable spinal device in the last week. The hcp took an x-ray of the device and it looked like a bunch of tiny reticles that tracked along the spinal cord. There were 15-20 of them in a straight line. Someone told the hcp they were spinal stimulators but the hcp was not sure. MRI information was requested. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.